Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. There was no medical adhesive noted on the top of the device case. Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations.

Event description:
Boston scientific received information that this device and associated lead displayed noise and oversensing. The patient was seen for a revision procedure. During removal of the device, the header was noted to be loose. The device and lead were explanted. There were no additional adverse patient effects reported.